Event description:
The complaint involved a pt who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was performed to repair the patellar tendon, the surgeon decided to swap the inserts while doing so. In the revision, the 3 x 18mm tibial insert was removed and replaced with a 3 x 20mm implant, the retaining bolt was also revised and replaced from a 18mm to a 20mm bolt.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.